Manufacturer narrative:
The device was initially implanted in 2014 (specific date not reported). (B)(4). Implanted device remains insitu.

Event description:
Per the clinic, the patient developed recurrent infections and pain with discharge at the implant site. The issue could not be resolved, resulting in the decision to discontinue use of the device. The abutment was subsequently removed; however, the implanted device remains insitu.